Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The master tool manipulator left (mtml) unit was returned for failure analysis, and the reported complaint was confirmed and replicated during in-house testing. Visual inspection found a dislodged and broken grip spring. In logs, mtml wrist pitch counterbalance calibration failures were observed, which were unrelated to the reported complaint. After installing the unit and running fitness testing, it failed the gravity balance test post sine cycle for sh (min_margin and max_imbalance) and el (min_margin and max_imbalance). A calibration sequence was run, and the unit failed counterbalance calibration for sh (shoulder_max_cb_torque_residual). These tests passed after performing calibrations, along with capstan tensioning. Based on this investigation, failure analysis concluded that a component failure was the root cause of the reported event.

Event description:
It was reported that an offsite representative called to report that the right master spring had popped out, rendering the arm unusable, and no additional information was available. The technical support engineer reviewed the system logs and did not find any related issues. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Annex coding updated from qe review.

Event description:
Refer to h11 for follow-up information.